Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported a surgeon's dissatisfaction with the watery consistency of a viscoelastic product used during a cataract surgery. The patient experienced vitreous loss and ongoing cystoid macular edema. Additional information has been requested.

Manufacturer narrative:
Forty unopened units were received by manufacturing for evaluation. Our lab has checked the returned samples which conformed to specifications for color, clarity, appearance and viscosity. All batches are released according to the required specifications and all initial testing results are within specification. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. After the investigation, we can conclude that the investigated product met specification. Further trending is performed. (B)(4).